Manufacturer narrative:
(B)(4). Additional information was requested. It was reported additional information was available. Phone messages to the customer from teleflex were not returned as of the time of this report. The device has not been returned for investigation at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation, it is necessary to evaluate the sample involved on this complaint. If the device sample becomes available at a later date this complaint will be updated with the evaluation results.

Event description:
Customer complaint alleges "a baby received a nasal burn from our heater device while using neptune heater". Report continuers: "director of respiratory proclaimed that the baby was using neptune at 37 (degrees) and using simao. Received a burn on their nose which got worse. Was transferred to a different hospital. Customer states heater was st 37* and no alarm was issued of high temperature or anything indicating something was wrong." There was no report of medical intervention taken.

Manufacturer narrative:
Continuation of d11: onjunction with an infant flow sipap; neptune heaterqn (B)(4). Corrected data: section a.2.-age at time of event corrected to 2 days, 4 pounds section d.11.-concomitant medical products corrected to draeger babyflow in conjunction with an infant flow sipap.

Event description:
Customer complaint alleges "a baby received a nasal burn from our heater device while using neptune heater". Report continures: "director of respiratory proclaimed that the baby was using neptune at 37(degrees) and using simao. Received a burn on their nose which got worse. Was transferred to a different hospital. Customer states heater was st 37* and no alarm was issued of high temperature or anything indicating something was wrong." There was no report of medical intervention taken.